Event description:
Frontalis suspension of the right was performed with silicone rod on supplied passing needles - care completed and pt to recovery with well positioned lid. Approx 1/2 hr later pt noted a popping in her lid and the immediate dropping of the lid. She was taken back to surgery and it was found that the loop of silicone had broken on the medial limb of the loop near the lid margin - it appeared to have just fractured. The watsky sleeve and locking stitch were in place. The sling was replaced with another silicone rod, and she has had no further slippage or breakage now 5 wk out.